Manufacturer narrative:
This one device malfunction impacted 662 test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001 for a complete discussion with respect to the late filing date and description of the device malfunction. Please refer to this noted report for all other common information that is not specific to this subject's case.

Event description:
A 51-year-old male with a history of high level of prostate specific antigen (psa), submitted a sample for 4kscore test analysis on (B)(6) 2022, which was conducted on (B)(6)2022. The subject's urological history included a previous digital rectal exam with a prostate nodule present. The subject did not have any prior biopsy. His 4kscore was 15.8 and this result was reported to the requistioner/provider on (B)(6) 2022. Given the identification of the input error in the sample requisition intake software, his 4kscore was recalculated and reported to the physician on (B)(6) 2022, with a revised 4kscore of 24.6, 21 days after the initial result report. Clinical follow-up: unknown/healthcare provided, as the physician declined to provide follow-up. Given that the initial 4kscore result was < 20 , but increased upon recalculation, it is possible that the subject may have had a delay in procedures to determine his prostate health. It is noted that a 4kscore value of 20 and above indicates a high probability and risk of finding high grade prostate cancer should a biopsy be performed. Given the slow nature of prostate cancer growth, a delayed decision is expected to have minimal clinical sequelae for the patient. To date, neither the PMA holder nor the manufacturer has received or is aware of any untoward events/effects as a result of this device malfunction and errant initial 4kscore test results. This one device malfunction impacted 662 test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001 for a complete discussion with respect to the late filing date and description of the device malfunction.